Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to the 700s mg/dl, with ketones (size unknown). Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital; however, customer "could not recall" the release date. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Reportedly, a replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.